Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Additional observations: deformation device and wear abrasion observed on the device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and device rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.